Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver had a broken tip. There was no reported injury.

Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has requested that the product be returned for failure analysis testing. As of the date of this report, the product has not yet been received.